Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: information from the reported event date is overwritten, no activity outside of normal use is observed. Last basal delivery was on (B)(4) 2013. Tdd add up correctly and reflect the programmed basal target . Pump was primed and exercised for 24 hr, no delivery issue occurred during the course of test. Pump passed a 29 hr flow accuracy test. Pump was opened and inspected, no intermittent condition was found to the power of to the force sensor circuit. Unrelated to the complaint, pump powers ¿on¿ and displays ¿verify¿ screen. The display is observed to be faded and reddish, a test display screen was mounted during the investigation, the pump was able to power up with a fully functional and colored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on at 7:13 am on (B)(6) 2012 the patient obtained the blood glucose readings of 509 mg/dl, 207 mg/dl, 'hi mg/dl' (greater than 600 mg/dl) and 589 mg/dl. At 12:23 pm his reading was 358 mg/dl. The patient took a bolus dose of insulin via the pump. At 2:29 pm the patient's reading was 74 mg/dl. At that time, the patient felt 'jittery' and 'low'. The patient administered self-treatment by consuming carbohydrates; his subsequent reading was 115 mg/dl. Troubleshooting revealed all pump settings, programming, basal rate were correct, and the total basal/bolus doses given correctly match those programmed. The reporter also noted no issues with the infusion set or infusion site. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered symptoms suggesting severe hypoglycemia after taking a bolus dose of insulin, this complaint is being reported.